Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files did not confirm the reported driveline disconnect event. Additionally, although a specific cause for the event could not be conclusively determined through this evaluation, the account reported that it was suspected to be caused by user error. The controller and left ventricular assist device (lvad) event log files contained events from (B)(6) 2023. No notable events were observed, and the pump appeared to operate as intended at the set speed throughout the duration of the log files. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Furthermore, the IFU explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency) and states that both the patient and primary caregiver must be able to repeatedly demonstrate ability to successfully complete connection of a driveline to the system controller in a timely manner. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that the driveline disconnect occurred while the patient was at a nursing home. The event was suspected to be due to an error made by the staff and a plan was made to arrange for more education. It was also communicated that no further alarms have occurred to date.

Event description:
Related MFR # 2916596-2023-04017. It was reported that during the patient's clinical visit, a driveline disconnect alarm was noted on the patient's controller. The alarm log revealed only pulsatility index (pi) events. A review of the log file showed multiple pi events occurring throughout the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.